Manufacturer narrative:
To inform the section was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose level was 2 mmol/l. Customer reported that he charged transmitter and when he inserted a new sensor he kept receiving a sensor signal not found alert. Customer declined to troubleshooting for low blood glucose and treated it with orange juice. Device will not be returned for analysis.